Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube is bent. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. The trigger was engaged several more times with no clips firing. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were found. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that other remarks: operational context caused or contributed to this event. Although no clips were returned, the damages found on the device could lead to loading issues. The reported complaint of "clip stuck in applier" was not confirmed based upon the sample received. One device was returned. The device was returned with 0 clips remaining which is why the reported complaint issue could not be confirmed. However, the device was found to have broken internal ratchet ears and a bent tube which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since no clips were returned in the device, the broken internal ratchet ears and the bent tube could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken.

Event description:
A digestive surgeon reported clips stuck in the applier and the clips would not close. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73h1600666 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A digestive surgeon reported clips stuck in the applier and the clips would not close. There was no patient injury.